Event description:
During follow up on (B)(6) 2018, it was found the power of battery was nearly eri. On (B)(6), the battery was in eri status.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. An amount of 37 charging cycles was recorded to the device memory. The interrogation revealed that the ICD was programmed with a pacing output of 4.5 v and 0.4 ms in the ra and rv channels, which represents a high current program, draining the battery. The amount of charge taken from the battery was verified, indicating the battery status eri to be normal and as expected. The inspection of the ICD memory revealed no anomalies. The available iegms showed a regular device behavior while the device was implanted and in service. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis showed a regular device behavior while the device was implanted and in service. The battery status eri was anticipated. There was no indication of a material or manufacturing problem.